Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic and de novo lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. Upon attempting to treat the lesion, the 15mm x 3.0mm apex monorail balloon catheter was advanced to the lesion and ruptured at 12atms, on the second inflation. On the first inflation, the balloon was inflated to 12atms. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.